Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown, product type: programmer, patient product ID 97755, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that no one could figure out the cause of the device only providing stimulation in their left knee issue. The rep worked trying to get the device to provide stim onto patient's lower right back, but had no luck. The issue was not resolved since no one from medtronic or the rep were able to solve the issue. Pt noted they were going to have the device removed when they can. Pt reported the issues has not been resolved and the device does not help.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product type: recharger, product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was they could never get the stimulation to work or go to the correct places of the body. Patient stated they wanted to the stimulation to go to their right side of their lower back, but even when they have been seen for re-programming, or attempted to increase therapy settings, the only place they felt stimulation was in their left knee. Patient stated they want the stimulator out, as it has never worked. Patient stated they had an MRI yesterday, but the facility will not perform the MRI today without the patients controller. Additional information was received from the patient. It was reported that the patient called back repeating information from previous call. The patient reported that they have an MRI today at 12pm and now have a controller to use and bring to the appointment. The patient stated that they got a loaner controller from their manufacturer representative (rep) and need assistance setting it up; the patient added that they were not given an ac power supply cord and were still waiting on their replacement controller to come. The manufacturer's patient services specialist (pss) attempted to walk the patient through the pairing process but the patient stated that they kept getting no device found. The patient noted that it has been 6 months to a year since they last used their stimulator; pss attempted to get the patient to enter passive recharge mode but the patient kept hitting try again. Pss walked the patient through a controller reset and had the patient inspect the recharger for any visible damage; the patient confirmed there was no damage. The patient entered passive recharge and got the values 77, 90, 92. Shortly after, the patient mentioned the high switched to 89, then 75, and then finally 97. The patient noted that they got unable to recharge and agent had patient try again; patient added that their device has always been a pain in the neck and never worked. The patient stated that they got unfamiliar device found and if they want to recharge it; patient started to charge the implant but then poor recharge quality popped up. The patient reported that they were recharging excellent then poor recharge quality and that the qualities bounced. The patient stated on the call that they noticed the recharger got quite hot on the wire. Pss attempted to review MRI information, controller general use, charge general use, and the bouncing recharge qualities with the patient. Patient requested a different agent and shortly after disconnected the call. A replacement ac power supply cord and recharger were sent out. The healthcare provider then called in and stated that the patient needed an MRI, and could get the ins recharged. The hcp stated that the patient could not get the ins recharged.

Manufacturer narrative:
H3: product ID 97755, lot# serial# (B)(6) was returned for analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.